Manufacturer narrative:
Cytology negative for bacteria.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: graft was implanted (B)(6) 2015. At office visit in (B)(6) 2016 a large seroma was noted to the right side of trunk. The patient complained of this area being painful. The seroma was drained in surgery the same week. On a return visit in (B)(6) 2016 it was noted the return of the seroma to the same appearance as before it was drained. The seroma was drained again, completely. By the third week of (B)(6) 2016 the seroma had refilled again.

Manufacturer narrative:
Lot number - UDI (B)(4).